Event description:
It was reported that during craniotomy, the device disassembled. Due to this malfunction, the pt's dura mater was harmed. There was delay, as a backup equipment was used to complete the procedure. There was no medical intervention alleged with this event.

Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. A follow up report will be submitted if the investigation results required.